Manufacturer narrative:
Ctl amedica is currently evaluating the device subject to this report. A follow-up to this report will be submitted at the conclusion of ctl amedica's investigation.

Event description:
During a pedicle screw revision case, the screw that broke was at the bottom of the construct that the surgeon was revising. He removed a 7.5 screw from l5 (not ctl screw) and then replaced it with an 8.5 screw (ctl screw). The bone was very sclerotic which was causing issues with the screw turning. He was putting a large amount of force on the driver and that combined with the resistance from the bone caused the driver and screw to fail. The surgeon mentioned that since it was at the bottom of the construct and there was already an anchor point on the contra-lateral side, he left the screw alone and didn't try to remove it. The surgeon believes the main cause of the failure was the force he had to exert on the driver due to bone resistance, rather than the screws themselves.

Manufacturer narrative:
This is follow-up report 1 to MDR report 3009051471-2025-00010. Since the initial report, ctl amedica's engineering team completed the evaluation of the device on 07/09/2025. The conclusion from the evaluation and discussion with user is that the cause of the device failure was from excessive force applied to the driver and the screw beyond their material strength resulted in screw head shear. Therefore, this was a case of misuse of the device. The investigation findings and conclusion codes in section h6 have been updated for this report from the initial report.